Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-apr-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 23-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The rep met with the patient during their second post-operative appointment with the healthcare professional (hcp). The patient reported having two recent falls, a loss of therapy, and stinging stimulation near their incision site. The two recent falls occurred since the rep last met with the patient on (B)(6) 2018. An impedance test returned normal results. The hcp ordered an x-ray which proved lead migration. The rep was able to reprogram the patient over their t9/t10 disc space which should return them to their previously successful high density (hd) therapy. The patient confirmed that the new programming removed the stinging stimulation they had been experiencing. The rep advised the patient to follow up with them next week if the reprogramming does not return their therapy/pain relief. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.